Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: flat creases and total delamination of valve. Leak test and microscopic analysis was performed which identified: total delamination of valve and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional reported right side any creases, particles in valve, and "bilateral deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side any creases, particles in valve, and "bilateral deflation". Device has been explanted.